Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to having had (summer 2020) mycosis of mouth with voice covered without any sound coming out of mouth; difficulty swallowing; diagnosed (end of summer 2020) with mediastinal cancer; irritations of eyes; decreased hearing. There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.